Event description:
The hospital reported that during the coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual observation shows that the tension spring components are inside the deployment tube and the seal is cracked. The complaint is confirmed for non-deployment.